Event description:
The pt came into surgery critical and unstable. The respiratory therapist heard a pop/crack, thought to be under the drapes in the torso area. The flame seemed to jump around. The pt was on their back. The macrolyte preemie dispersive electrode was on the small of the back with the leads coming out between the legs. The pop seemed to be when the pencil was activated. There were 1st and 2nd degree burns to the neck, head and groin- 5% of the pt's body. Pt left surgery critical but stable. Co is examining the equipment.